Event description:
Patient was undergoing outpatient MRI procedure with contrast. Staff inserted IV for use with power injector and rn confirmed IV patency. During use of injector IV, the line did not hold pressure causing contrast agent to leak out of IV site.